Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufactures instructions, specifications, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted that the only additional complaint associated with this lot number is pr251824 which was also a part of this event. Furthermore, reviews of the manufactures instructions, drawings, specifications, quality control procedures, and overall device master record were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device which states all necessary indications, contraindications, warnings, and precautions ¿ including device separation. The indications specifically speak to reinserting the dilator prior to removal to help reduces the potential for device separation. Reportedly, this action was not taken by the physician. Based on the information provided and no product returned, investigation has concluded that this event was caused by both unintended use error and the patient adverse condition. As previously noted, the patient had heavily calcified anatomy, and the physician did not reinsert the dilator prior to removal per the instructions. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products = medtronic chocolate 5mm balloon, terumo wire guides 0.018, 0.035. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a flexor raabe guiding sheath separated. A cross-over approach was used from the right common femoral artery. The case was described as difficult due to the patient's anatomy, which was described as "generally quite calcified", especially in the common iliac arteries per the reporter. It was also reported that some difficulty was experienced during the initial introduction of the complaint device through the arteries; however it was successfully advanced from the right to left side over another manufacturer's 0.035 wire guide. Another manufacturer's 0.018 guide wire was also used during the procedure. The initial pta was completed using an unknown manufacturer's 4 mm balloon, followed by pta with an unknown manufacturer's 5 mm balloon. At the end of the procedure, the device was noted to be stuck inside the vessel. Another manufacturer's 0.035 wire guide was inside the device at the time of removal. The reported intent was to leave the wire guide in place in order to use an unknown over-the-wire closure device. It was reported that the user attempted to pull the device out "using a lot of power." The device was removed from the patient and noted to be in two pieces upon removal (reference this report). The device was removed in it's entirety from the patient, however. It was reported that enough of the wire remained to successfully utilize the closure device as planned. The procedure was reported to have ended well. In addition to the separation of the complaint device, it was also reported that a fiber, or thread, from the device was sharp to touch and cut a staff member's finger. This is reported under MDR 1820334-2019-00167. The device was discarded by the user facility, as the user felt that the separation was the result of the difficult case. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.